Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A patient underwent uneventful bilateral lasik. One week later, microstriae and superficial punctuate keratitis (spk) was noted in the left eye. Aggressive hydration significantly improved visual acuity. Striae was monitored. One month post-operatively, blur and distortion of light were reported. Patient underwent debridement, flap lift and smoothing. The next day it was noted that the flap had slipped. Patient was referred to surgeon who lifted flap again and smoothed the flap. Six days later, epithelium was reported to be closed. Patient will be rechecked again in one month.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Review of the logfile for the day of treatments shows during start up, the system passed successfully all initialization steps and the user performed the gas change, the energy check, skipped the scanner test, performed the eye tracker test and the fluence test successfully. During the whole day, the user renewed the energy check in the required time range to the last energy check. The reported treatment shows no interruption and was finished successfully without issue. The system was shut down normally by the user after the treatments were finished. No technical abnormalities could be identified which could have contributed to the reported problem in the logfiles. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).